Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6) consumer reported upon removal the tampon string was shorter than normal and she had to reach in to remove the pledget from her vaginal cavity. She was able to remove the pledget and did not seek medical attention. She did not experience any adverse health effects.